Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2013-06162. It was reported the pt did not recharge the ipg in over a year because she was not getting adequate pain therapy. The pt would like the system explanted. No further info is available at this time.